Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). The following could not be completed with the limited information provided: date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
It was reported in a journal article that two patients initially underwent distal radius hemiarthroplasty. Post operatively follow up results indicated nerve compression in CT or guyon canal syndrome. There has been no further information provided.